Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder jaws got red hot and stayed on. The silicon jaw boots melted due to the heat. A replacement unit and cable were used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt, the hot jaw boot was peeling, and the tri-heater assembly was detached from the tip and bent. Based upon the visual evidence of silicon peeling and tri-heater being bent, the complaint "silicon jaw boots melted" was confirmed. The device passed the pre-cautery test and the device did not self-actuate or remain activated. Device failure directly contributed to event, but device evaluated and alleged failure could not be duplicated. Root cause is undetermined, no lot number was reported, so no record review could be performed. This is a known event and we will continue to track and trend. A supplemental report will be submitted if new information is received. (B) (4)